Event description:
Our MDR. It was reported to us that the pacemaker displayed the following error message during a f/u after an implantation time of about 12 months: "pacemaker has high average power consumption and is in a safe mode, safe pacing." In response, the pacemaker was explanted.

Manufacturer narrative:
The memory contents of the pacemaker were read and analyzed together with the already submitted memory contents. The clinical complaint could be confirmed, the pacemaker showed an increased power consumption. Due to the increased power consumption, the message was displayed on the programmer. The electrical incoming goods inspection tested the anti bradycardic pacing. The measurement of the output signal confirms that pacing worked correctly. As indicated by the programmer, the pacemaker paced in a safe mode, which ensured safe anti bradycardic stimulation. Next, the pacemaker was subjected to a destructive analysis. A damaged component on the electronic module was identified as cause for the increased power consumption. After exchanging the memory block, the current uptake was normal, and the electronic module functioned without deviations from the specs. The quality and production documents of the pacemaker were analyzed. No deviations from the specs could be found during production. The power consumption was as expected during production at biotronik. In summary, it can be said that the increased power consumption was detected and the error message during f/u was displayed in response. The pacemaker automatically switched to pacing in the safe mode. Correction: on the previously sent report, the medwatch number was reported incorrectly as 08-01492. It should be 08-1429 and had been corrected on this report. Please accept this report in place of the previously sent one.